Manufacturer narrative:
Manufacturing evaluation conclusion: this type of event has been previously investigated. Reference document (B)(4). Complaint data is reviewed periodically per the quality data review process (qs work instruction #(B)(4)). Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests.

Manufacturer narrative:
Approximate age of device - 1 year, 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 due to blood in stool, weakness and drop in hemoglobin from 10 g/dl to 7 g/dl. The patient noticed having dark tarry stools starting on (B)(6) 2018. The patient was transfused with 1 unit of packed red blood cells and gi was consulted. As of (B)(6) 2018, the patient was stable with no complaints of melena since (B)(6) 2018. Source of bleeding had not yet been confirmed; however, the patient awaiting gi scope. No further information was provided.